Event description:
PICC line placed on (B) (6) 2009 and broke on (B) (6) 2009. The line was not trimmed and was secured with an opsite dressing.

Manufacturer narrative:
Additional information was requested from the reporter and none has been received at this time. Results: a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. Conclusion: the sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. The bd l-cath catheters are 100 percent inspected throughout the manufacturing process. The catheters are pull tested as per specification and are also 100 percent pressure tested to ensure strength and integrity prior to acceptance. The pressure (flow/leak) testing detects leaks and occlusions. Per the manufacturing specification, a controlled strain relief tensile test sample is tested for strain relief to bushing tensile strength for this specific gauge. (B) (4)